Event description:
Additional information from the hcp reports that after the pump replacement surgery, the patient recovered without sequela.

Event description:
The pump was explanted due to battery depletion after an unk implant duration. The pump was replaced and returned to the MFR for analysis.